Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was observed blank and unable to be viewed. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was observed blank and unable to be viewed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, but before the evaluation was initiated the customer requested the device to be returned unrepaired. The device returned unrepaired to the customer.